Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received reliability laboratory technician;(B)(6); no complaint received with return of device. Failure (event) observed during analysis. External insulation abrasion was found at 29.2-29.8cm from the distal tip consistent with lead friction to another device. The etfe coating of the conductors was intact at the abrasion site.